Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported it was not working properly and that they used the programmer to turn it off. The cause was not determined. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient didn¿t know what was going on and that ¿something is screwed up¿ with their implant. The patient stated they had flooded the bed with no warning and that they had an ¿old bladder¿. The patient stated they took out their programmer the morning of the report because they hadn¿t used it in a while, turned stimulation on, and felt a pain and uncomfortable pulse. The patient synced with the programmer during the call and it showed that stimulation was off on program 3 at 2.0v. Patient services had the patient decrease stimulation to 0.5v before turning stimulation on. The patient stated they adjusted the stimulation to 1.2v and could feel the stimulation and it was not painful. The patient stated they must have forgot about it and that it was over in the cabinet the entire time. The patient was redirected to their healthcare provider if they still had concerns. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their implant did not seem to be acting as they expected it to but their expectations of the whole thing were not being met. Consumer reported they have no idea how the stimulation got turned off and they never thought to check for it. No further information reported.